Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate.

Event description:
It was reported that a miniarc was implanted on (B)(6) 2012 to treat for urinary incontinence. Information received indicates that pt experienced mesh extrusion at the suture line. On (B)(6) 2012, the exposed mesh was trimmed. The pt remains continent.